Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The customer's consumable complaint history was reviewed for the period of one year, this is one of two complaints reported for this issue. As the customer did not retain the finished good lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a consumable sample for this complaint; as such, functional testing could not be conducted. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that the machine quit infusing for about 30 seconds during a vitreo-retinal procedure and the pt's eye became "extremely soft". Infusion was restarted and they were able to complete the procedure with the same system and pak without delay. There was no harm to the pt.